Event description:
The patient was treated on the cellex machine for graft versus host disease (gvhd) of liver. During the treatment, air in line was noted and there was an air in line alarm on the cellex machine. Therakos was called and the treatment was aborted as air could not be removed from the machine and reprimed. A manual return of all blood was given back to the patient. The md was notified. Vital signs were stable and a new treatment was started per md.